Manufacturer narrative:
The device involved in the reported incident has been returned. The device evaluation is in progress. The result of the device evaluation will be reported in a follow up MDR submission.

Event description:
It was reported there were some implant devices that had an inability to expand trying them in the field. No patient contact was reported. Event identified by integra employee testing the product, not in a clinical setting. The devices were returned to the manufacturing site for evaluation.